Manufacturer narrative:
(B)(4). Concomitant medical products: medications: antihypertensives, prostate medication, aspirin and viagra a review of the manufacturing records for the device verified the lot met all pre-release specifications. The imaging evaluation stated there appears to be contrast outside of the implanted device. Unable to confirm origin of endoleak with the images received. The ima and some lumbar arteries appear to be patent. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2015 a patient underwent treatment of an abdominal aortic aneurysm with gore excluder® aaa endoprostheses. The maximum aortic diameter was 4.5 to 4.8mm. The patient did well following the procedure. On (B)(6) 2016, the patient was suspected to have an endoleak associated with the trunk-ipsilateral leg component. On (B)(6) 2016, images were sent to gore for analysis of the suspected endoleak. On (B)(6) 2016 additional information received from the distributor indicated the aneurysm had increased in size to 5cm. The current plan for the patient is to suspend aspirin and repeat the angiographic scan in the near future.